Manufacturer narrative:
As device information was not able to be provided for the alleged device, a review of the device history record could not be performed. Device was discarded and not returned. The cause of the alleged issue is unknown. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Patient tracking received a tracking form via mail alleging a catheter revision due to catheter dislodgement. Catheter was discarded.

Manufacturer narrative:
Device was discarded and was not returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit, verification of sterilization, and packaging for subject catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit. Additional physical investigation was not performed on the device. The physician did not know the causality of the issue. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Representative provided additional information about the issue. Representative reported that the catheter was revised due to the catheter becoming dislodged and the spinal incision not closing properly. It was also stated that csf and medication was leaking out. Representative stated that the catheter became dislodged quickly after implant, even though it was anchored down. The patient had alleged a spinal headache. Patient denied any falls, and the physician does not know causality. Catheter was not returned as it was discarded.